Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a yankauer. The customer reports that a pt was cut by the tip of the product in the back of the mouth. The customer also reports that the cut caused bleeding. The yankauer was sharp along the vertical edge, however, after multiple people felt the sharp edge, the sharp edge went away. There was no additional injury to the pt and no medical intervention required.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.